Event description:
On (B)(6) 2012, the patient underwent repair of a penetrating ulcer. Upon deployment of the conformable gore tag thoracic endoprosthesis the device moved proximally approximately 1 to 1 1/2 cm. The left common carotid artery was temporarily covered: however, the physician was able to maneuver the device down. The patient tolerated the procedure with no problems. The cause of the proximal movement of the device is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.